Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr replaced the main power switch assembly and performed the operational verification procedure. The fsr reported the device passed all performance checks.

Event description:
The customer reported the vela ventilator was on a patient when the husband of the patient said he heard the device make an odd noise. The screen went blank for a second then popped back on in the "select patient" screen. The customer reported the attending respiratory therapist pushed the resume patient icon and device went back into the correct previous settings. The customer reported the unit started ventilating with no problems. As a pre-cautionary measure, they placed the patient on another ventilator. The customer reported there is no patient consequence associated with the event.